Event description:
Baxter reported a cryocyte freezing container burst during defrosting. The report states the customer was not able to do the transfusion due to the bag breakage. No patient injury or medical intervention reported. Additional information has been requested from baxter.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by quality management. Ctq-CAPA-0007 has been initiated to investigate customer reports of cryocyte bag breakages.